Event description:
Reporter alleged the needle from the multiclix lancets have broken off into his fingers. Reporter stated that he used a razor blade to remove the lancets stuck in his finger. No other actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.